Event description:
The iab did not malfunction. The patient had no pulse. The doctor came and removed the iab the following morning. The patient had gangrene and the patient's leg and to be amputated. The patient went on to expire. The contact at the facility stated that the death was not related to iab therapy. (Event complications: the patient had limb ischemia/gangrene/amputation-rpt'd) (pt's current status: expired-rpt'd 08/08/97).